Manufacturer narrative:
Reference record (B)(4). Correction: expiration date.

Event description:
Follow-up report.

Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported a patient visit was made on (B)(6) 2018; due to since handling of the tube, the patient started to have pain at peristomal area. The patient had an erythema at the peristomal skin and the area was swollen (at around 3 cm around the gastrostomy). The patient also had intense exudate from the stoma, the color whitish or brown and patient does not know if it is bloody exudate or not. On (B)(6) 2018 it was reported the patient had a stoma infection and an abdominal ultrasound revealed small hematoma on internal part of stoma. The patient was treated with oral antibiotic ciprofloxacin 500mg orally for 10 days, and also paracetamol, chlorhexidine, nolotil. A visit to the neurologist occurred when the patient had completed the antibiotic therapy. The stoma had improved but the physician decided to perform a culture of the exudate to make sure that the infection was totally resolved. The culture was negative in bacteria and positive for candida.